Manufacturer narrative:
Additional catalog # 390-0003. Additional lot #: 08061705. Add'l expiration date: 06/25/2009. Additional device manufacture date: 07/2008. In general, it is very important to flush away any remnants of osteovation from the soft tissue after the implant. The void should be filled completely without leaving any void behind, so no loose particles can be found at the implant site. The rep reported that the doctor filled the void first with prp (plate rich plasma) and then with osteovation; however, the void should be filled with osteovation only and we do not know the pertinent interaction of osteovation with prp.

Event description:
The surgeon reported some dehiscence developed several weeks post-op, the only common variable was osteovation. The surgeon was concerned that osteovation was causing a reaction in soft tissue and he was wondering if he did not flush and cleanse the soft tissue of any remnants of osteovation and if the material left behind is causing the tissue breakdown.